Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Though still under investigation, varian has determined that an MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.

Event description:
Customer reports that after filling out the details inside the physician intent window and selecting ok, if afterwards you go to the main screen and change the planned number of fractions in the "physician's intent" section by typing in the new value using the keyboard, the system enters the numbers in reverse; e.g. If the new value 12 is typed, it is entered as 21.